Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared, which the customer acknowledged and understood.